Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 42 mg/dl. Customer had the flu, pneumonia. Customer was wearing the device at time of hospitalization. Customer had treated low blood glucose with food but blood glucose dropped again. Customer had treated with glucagon but blood glucose had dropped again. Customer declined troubleshooting. Customer will not be returning the device for analysis.